Event description:
The report co received from the affiliate indicated that during a pta to the subclavian vein, the balloon burst at ten atmospheres. There was no calcification or vessel tortuosity in the terget lesion. The product appeared perfect during pre-use inspection, and no anomalies were noted during prep. There was no report of any adverse consequences to the patient. As per the reporting affiliate, no additional pt or procedural information is available. The product is available for evaluation and testing; however, it has not been received to date (which is indicated as "other" under section h3 code). Additional information will be submitted within 30 days of receipt.